Event description:
It has been reported that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician inserted the stent delivery catheter and successfully placed the stent without occlusion. The physician re-inflated the occlusion balloon and the physician inserted a post dilatation balloon and inflated the dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and attempted to deflate the occlusion balloon and it would not deflate. The physician used the method referenced in the instruction for use. The physician cut the hypotube but the occlusion balloon would still not deflate. The physician re-inserted the aspiration catheter and advanced it forward to come in contact with the occlusion balloon causing it to deflate. The physician removed the device from the pt. The pt is reported to be fine.